Event description:
The customer reported the radical-7 "won't hold alarm settings." Per additional information from the customer, "the alarm settings revert to the factory settings every time the device is used" and "there was no error, alarm, alert observed when it would not save." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted.health effect impact code: no adverse event, no patient impact.